Event description:
It was reported, a pump memory error message was received upon interrogation. There were no difficulties reading the pump and nothing was noted in the pump logs. It was noted, the last log events listed were from implant programming. All of the programmed information was reported to have remained unchanged and the infusion mode remained at simple continuous. A different programmer was used to read the pump and it was reported, the pump status appeared to be fine and no pump memory error was noted. The device system was used to administer morphine. It was later reported no electromagnetic interference had occurred. The reporter confirmed the other programmer used at the office was fine and had no issues with it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8840 lot# serial# unknown, product type programmer, physician product ID: 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported cause of the event was old software in the 8840 programmer.